Event description:
It was reported that the physician was unable to turn on the dellx50 handheld after charging it for a long period of time. It was noted that the light was orange and had not changed to green as it typically does when the hand held is fully charged. All of the connections were checked, and the issue did not resolve. The physician returned the hand held, ac adapter, serial cable, and the software flashcard to MFR for analysis. Analysis of the hand held and the returned power cord/serial cable revealed that the hand held would intermittently lose power when the cables were moved. Continuity testing on the power supply portion of the serial cable and identified an intermittent negative electrical connection. The cause for the open connection is associated with the leaf spring in the serial cable plug not making contact with the ac adapter barrel connector.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.